Manufacturer narrative:
All info provided by the MFR, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.

Event description:
It was reported that the patient presented in clinic due to diaphragmatic stimulation. The right ventricular lead exhibited noise, oversensing, and unreliable impedance measurements. The lead was clinically resolved by reprogramming. The device remained implanted. The patient will continue to be monitored.